Event description:
Cct [clinical care technician] was placing IV on patient prior to ect [ electroconvulsive therapy]. They did not hit the vein and removed the IV. When removing the IV, they stated that they felt slight resistance. They continued to pull it out and assessed after removal. They noted that part of the IV catheter was missing. Notified the rn caring for the patient. Rn assessed site and reached out to cn [charge nurse] and house supervisor. Per protocol, an xray of the arm was ordered to identify location of catheter. External assessment of site (left antecubital) was that the piece of catheter was palpable. Decision was made by the anesthesiologist and psychiatrist to continue ahead with ect. Following the ect, xray was obtained in pacu [post anesthesia care unit]. On call physician assessed site, and xray, and decided that catheter could be removed at bedside with local anesthetic. Consent for the plan was obtained from the patient through the anesthesiologist and on call surgeon. Removed retained catheter at bedside in pacu. Retained catheter was 6mm in length. Steri strips and suture were placed on incision. Per discussion with cct who attempted to place the IV, cct followed protocol in placing IV. Did not remove and re-advance IV.